Event description:
It was reported that the customer had a blood glucose level of 50 mg/dl. He was treated with carbs. The customer's mother was concerned that the insulin pump delivered too much of a bolus. Standard troubleshooting was performed. The insulin pump functioned according to design. The customer's mother was advised to monitor the insulin pump. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).